Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned. The data logs show that the 5s parameters are within specification. There are suction alarms throughout the entire case, and the p-level is changed very frequently. This patient is most likely experiencing a volume issue. The root cause of the optical signal issue is most likely due to the patient¿s condition as they were in suction conditions the whole case causing the discrepancy in the waveforms. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that while observing support via impella connect, the placement signal decoupled. The systolic left ventricle placement signal was no longer aligned with the systolic aorta placement signal. Further details state that the patient was unstable and care was withdrawn and the patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.